Manufacturer narrative:
The device evaluation was completed on 12/8/2020. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. The hemostatic valve was physically damaged. The valve had become pushed in and it is no longer functioning. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history review was performed for the finished device 00001415 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. The hemostatic valve was physically damaged. The valve had become pushed in and it is no longer functioning. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6). 2020, that the device was returned in the condition reported as the hemostatic valve was found dislodged inside of the hub. The hemostatic valve issue remains assessed as a MDR reportable issue.